Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (gd879908) and no issues were found related to the reported condition during the manufacture of this lot. The root cause is undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress. This is report 2 of 2 involved in this peritonitis event.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in an approximately (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that the patient developed peritonitis (date of onset not reported). It was not reported whether the patient was hospitalized for the event. Treatment for the event was not reported. It was not reported whether dianeal pd4 ambuflex therapy was ongoing. The outcome for the event of peritonitis was not reported. A causality statement for the event of peritonitis was not provided.